Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient's system was auto reducing and unable to provide therapy due to high impedances on most of the contacts. As such, surgical intervention was undertaken wherein the lead and extensions were replaced, thereby restoring effective therapy.

Manufacturer narrative:
The reported event of auto reducing was confirmed. Analysis of the returned incomplete penta stim end failed the continuity tests and that would cause impedance issues will result in auto reducing. The cause of the event is unknown.